Manufacturer narrative:
Device used for off label indication. The indication the device was used for was parkinson's disease. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that impedances ¿over 10000 ohms¿ were measured with electrodes 10, 11, 13, and 15 after the patient fell down. It was further reported that the ¿product was struck as the patient fell down¿ and that ¿it was considered that the event was only due to the patient falling down.¿ the impedance issue remained unresolved at the time of report with no interventions or actions in particular having been taken to resolve it. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. It was noted the disease the patient was primarily/originally treated for was parkinson¿s disease. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient did not experience any therapy or product performance issues associated with the fall and high impedances. The patient programmer was still in use. The patient suffers from parkinson¿s disease, but has the spinal cord stimulation for pain.

Manufacturer narrative:
Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead; product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97740, serial# unknown, product type: programmer, patient. Device evaluation: analysis of the implantable neurostimulator (ins) found insignificant anomalies; the ins was functioning within specifications, but had reduced capacity due to overdischarge. Result: analysis of the returned lead found all conductors were broken 27.8 cm from the distal end. Please note that method code and result code no longer apply to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead; product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead; product ID: 97740, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) through a manufacturer representative that reported lead (B)(4) had an abnormal impedance with a suspected fracture and lead (B)(4) was fractured. It was unknown whether any external factors may have led or contributed to the issue. Additionally, it was unknown whether any diagnostic testing or troubleshooting was performed to resolve the issue. The issue remained unresolved at the time of report; the patient¿s whole system was explanted as a result of the event. The chronic pain patient was alive with no injury at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.